Event description:
Per rep, ICU called down to the gi unit claiming that external bumper had slipped towards the end of the peg near the dual port adaptor. Dr. Went to bedside and moved the bolster downward. He proceeded to tape the tube and secure it to the stoma site.